Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Event description:
It was reported that there was foreign matter in syringe with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported syringe had too much vaseline-like material in it while drawing insulin. 1. Description of issue: contact reported syringe had too much vaseline-like material in it while drawing insulin. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 3. 3. Number of occurrences: 1 4. Item number o choose one: 3 ml syringe 309657 5. Product lot number: 8244745 6. Are samples available for investigation? O no. 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No 9. Resolution ¿ customer declined bd follow up for returning product. Customer resolved issue by using different syringe. No further tandem follow up is required."

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in syringe with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported syringe had too much vaseline-like material in it while drawing insulin. Description of issue: contact reported syringe had too much vaseline-like material in it while drawing insulin. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: choose one: 3 ml syringe ¿ 309657. Product lot number: 8244745. Are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. Customer resolved issue by using different syringe. No further tandem follow up is required."